Manufacturer narrative:
Correction: b6 section: previous report should mention about diagnostic imaging under b6 section.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead was failed to capture due to the lead was dislocated. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition during follow-up in clinic. However, the patient status after the lead revision procedure was unknown.